Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 2.25 x 16mm stent delivery system was returned for analysis. A visual examination of the crimped stent found distal stent damage; struts lifted, pulled and distorted in distal direction. The proximal end outer diameter measured within the max crimped stent profile specification. This indicates that there was no issue with the crimped stent profile of the device and the stent damage noted and difficulty crossing was most likely due to the calcification lesion properties reported. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypo kinks along the catheter shaft. This type of damage is consistent with excessive force being applied to the delivery system in a calcified lesion. A visual and tactile examination of the shaft polymer extrusion profile found a kink at the port exchange site. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement in a calcified lesion site. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous left anterior descending (lad) artery. A 2.25 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the distal edge of the stent was found lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous left anterior descending (lad) artery. A 2.25 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the distal edge of the stent was found lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.